Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Blood glucose was not impacted.